Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f34 alarm (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-34 (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating) alarm was not identified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.